Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one case was provided to our quality team for investigation. All product was visually inspected, no damage or defects were observed within any of the packaging. The sealing cord on all products is verified to be the proper width, no perforations within the blister packs were found and no issues related to the sterility of the product could be identified. A device history review was performed for reported lot 2208004, no deviations or non-conformances related to the reported issue were found during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out without issue. Based on our quality team's investigation, we cannot identify an issue with the product therefore a root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the box of bd plastipak 50ml luer-lok syringes were not sterile. The following was translated from german to english: box received today with 1 shelf box of reported product. Customer note, attached to the pir, reads "check for sterility as discussed with omit". No more details, additional response from the customer: answers: is there damage to the package? No is the seal open? No is there some kind of foreign matter within the packaging? No

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd plastipak 50ml luer-lok syringes were not sterile. The following was translated from german to english: box received today with 1 shelf box of reported product. Customer note, attached to the pir, reads "check for sterility as discussed with omit". No more details.